Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was unable to charge due to an internally shorted u13 cmos flash microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.